Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.